Event description:
Reporter alleged the lancet device is not firing properly. It was stated the needle would first not eject for testing, however, when attempting to troubleshoot with the device, it was determined the needle stuck 1/2 way out. Customer stated before calling, the needle stuck 1/3rd the way outside the device and she could feel the needle on the end. No actions were taken, or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.